Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately seven weeks ago. Vessel morphology was described as none calcified and moderate tortuosity. It was reported that an archer wire was advanced through the aortic arch and a valiant stent graft delivery system was advanced through the femoral artery over the archer wire. When the stent graft delivery system reached the distal segment of the lsa, the archer wire separated into two pieces. The soft flexible part of the wire went through the arch and the stiff core part went into the lsa. The long portion of the wire was within the stent graft delivery system. The physician removed the delivery system and longer portion of the wire out of the patient via the femoral artery. Due to the wire's position in the lsa the physician could not snare out the short flexible part of the archer and had to convert to open surgery to remove the wire. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4), results: caused by another drug/device (wire). Conclusion: another device caused failure (wire).

Event description:
Films pre-implant were from a diagnostic angio procedure. The arch was moderately angulated and the descending thoracic was straight. A taa was not clearly identifiable. Angio images at implant show that a large proximal section of the wire has broken off. Images during the detachment were not provided. The proximal tip of the broken wire was near the heart valve, and the distal end of the broken segment appeared to be within the lsa. With the broken proximal wire segment still inside the thoracic aorta, an image of the implanted valiant stent graft was seen. With the delivery system still within the stent graft, no obvious stent graft issues were observed. The wire appeared to have perforated the lsa, as visible contrast was seen exiting the lsa. Images post proximal wire removal were not provided; therefore it is unknown if the lsa perforation remained after removal of the detached wire from the thoracic/lsa.

Manufacturer narrative:
Method: (film).